Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported taking 5 units of humulin r insulin based upon a compact plus system blood glucose result of 325 mg/dl. She reported having no symptoms at that time. Retest result within 10 minutes was 82 mg/dl. Meter memory shows retest result 11 minutes later was 73 mg/dl. The caller thought this result was 37 mg/dl. She said she just doesn't remember, said it could have been 73 mg/dl. Customer successfully self-treated symptoms of hypoglycemia by taking glucose tablet and drinking a soda. Strips not available for return, replacement sent.